Manufacturer narrative:
Added brand name and model number.

Event description:
The patient stated that the pump's clock is not accurate. She reported that the clock falls behind by ten minutes to over an hour. When she tries to program the time she says it will fall behind again. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump histories showed no evidence of any time discrepancies or time changes. A time accuracy test was performed and the pump was found to be within specifications. No defect was found on investigation; the complaint could not be confirmed or duplicated. The device was received on (B)(4) 2011, not on (B)(4) 2011 as originally reported.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a final report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.